Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and deflection evaluation of the returned device. Visual analysis of the returned sample revealed the peek housing was cracked with internal parts exposed. The deflection test was performed in accordance with bwi procedures. The catheter failed the deflection test since the tip was observed under xr machine and the t-bar was found slid down from the anchor window. The root cause of peek housing cracked is related with the t-bar slid down from the anchor window. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified the peek housing was cracked with internal parts exposed. It was initially by the customer that during the afib operation, the thermocool® smart touch¿ electrophysiology catheter was unable to deflect or relax completely. A second catheter was used to complete the operation. There was no patient consequence. The customer reported ¿deflection¿ issue is not considered to be MDR reportable since the most likely consequence is an intraprocedural delay and the potential risk that it could cause or contribute to a serious injury or death is remote. On 27-jul-2021, the bwi product analysis lab received the complaint device for evaluation. On (B)(6) 2021, the pal revealed that a visual inspection of the device found the peek housing was cracked with internal parts exposed. This finding was reviewed and determined this is an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on (B)(6) 2021 and reassessed it as MDR reportable.